Manufacturer narrative:
The unit of measure for the elecsys hbsag results is coi. A patient sample from (B)(6) 2019 and (B)(6) 2020 was submitted for testing at the investigation site. These samples were also sent to an outsourced laboratory for testing. Refer to attached data for these results. - attachment: [additionalresultsq-302261.pdf].

Manufacturer narrative:
For the samples from the patient submitted for investigation, the customer's results were reproduced. The investigation did not identify a product problem. The cause of the event could not be determined. Based on the provided data, a general reagent issue was excluded.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable (B)(6) elecsys hbsag immunoassay results for one patient from cobas 6000 e601 module serial number (B)(4). On (B)(6) 2019, the elecsys hbsag result was (B)(6). On (B)(6) 2019, the elecsys hbsag result was (B)(6). From another laboratory, the hbv pcr result was (B)(6). On (B)(6) 2020, the elecsys hbsag result was (B)(6). The customer reported the results to the physician.